Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap, a dim display, and a component failure. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery cap was observed to be damaged with stripped threads; the cap did not secure properly to the pump, and a test cap was used to complete investigation. During testing, the pump was powered on and the display screen appeared dim. The pump emitted a cs 069 call service alarm when powered on, and the alarm was recorded in the black box as a cs 087 failure, which indicates a failure of the u39 component on the printed circuit board. (B)(6).